Event description:
The lay user/patient called lifescan (lfs) in 2008 alleging the one touch ultra2 meter was reading inaccurately high. The medical affairs specialist mailed a letter on the following month, since the user could not be reached by telephone for further clarification; therefore, this complaint was classified based on the customer care advocate (cca) documentation. The pt reported the meter issue began on two days prior to original date, at 11:00 a.m. The pt tested his blood glucose and obtained a result of 177 mg/dl. After the reported issue, on original date, at 12:50 p.m., the pt reported feeling shaky, sweaty, and warm. The pt denied receiving medical attention following use of the meter, however, he did have something to eat/drink. The pt was comparing his meter to normal readings/feelings. The meter was replaced. This complaint is reported, although the comparison was anecdotal, the pt claimed he developed symptoms commonly associated with severe hypoglycemia after the reported issue.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it, if the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.